Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The video controller board was replaced. The system was tested and operated as intended.

Event description:
The customer reported that the video controller board was broken on the 9800 system. No pt injury was reported.